Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead reported to the clinic they were hearing beeping tones from the device. A review of data in the remote monitoring system revealed one high, out-of-range shock impedance measurement of greater than 125 ohms. The normal measurements for this patient were between 90-125 ohms. The field representative reported the patient would be seen in the clinic to evaluate the rv lead. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available. The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead reported to the clinic they were hearing beeping tones from the device. A review of data in the remote monitoring system revealed one high, out-of-range shock impedance measurement of greater than 125 ohms. The normal measurements for this patient were between 90-125 ohms. The field representative reported the patient would be seen in the clinic to evaluate the rv lead. No adverse patient effects were reported. The field representative later reported that the patient was seen in the clinic. The beeping was turned off and the rv lead was tested. Measurements were all within normal limits and the patient will continue to be monitored in the remote monitoring system.